Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient thought the charge system should be reviewed because they had to move it by the mm sometimes to get the right connection. They stated the charging took hours even with 6-8 coupling boxes. No patient complications were reported as a result of this event.